Manufacturer narrative:
Ps342878. Method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. The complaint chamber was visually inspected. Results: visual inspection of the returned complaint mr290 chamber revealed a horizontal crack line on the lower part of dome. Conclusion: we are unable to determine what may have caused the crack of the complaint chamber dome. The crack is most likely due to mechanical stress however the stress source is unknown. It was reported the crack was discovered after use of 14 days. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare field representative that a crack on the dome of a mr290v vented autofeed humidification chamber after 14 days of use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber was received at fisher & paykel healthcare in new zealand but device evaluation has not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare field representative that a crack on the dome of a mr290v vented autofeed humidification chamber after 14 days of use. There was no reported patient consequence.